Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis found the instrument was found main tube broken. A piece measuring approximately 0.139 x 0.327 was not returned with the instrument. No functional test could be performed on an in-house system due to the condition of the instrument (cannot fit through cannula). No cables were found to be damaged.

Event description:
It was reported that during a da vinci-assisted procedure, the prograsp forceps black coating at the jaw splits. The procedure was completed with no reported injury.